Event description:
Endotracheal tube was being inflated, balloon at the end of tube popped.======================manufacturer response for tube, endotracheal, taperguard (per site reporter).======================representative wants product and has discussed return with materials management.